Event description:
It was reported that there were no lead performance issues. The lead was explanted secondary to erosion, infection. It was returned for analysis and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.